Event description:
It was reported that an implantable cardioverter defibrillator exhibited oversensing on the atrial channel from ventricular paced. Programming changes were made and oversensing subsided.